Event description:
It was reported that the patient presented for in-clinic follow-up with elevated capture threshold exhibited by the right atrial lead. It was determined that the lead had dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and inadequate capture. As received, a complete lead was returned for analysis. The full helix extension length was measured within specification. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.